Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer blood glucose level was unknown. Troubleshooting was performed. The customer stated that the insulin pump was getting insert battery alarm when they were inserting a battery and then the pump was off and not turn on. Advise to remove the battery, insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump was not bumped or dropped and not exposed to moisture. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.